Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated after extensive simulated use. Careful disassembly of the device also failed to identify the root cause of the malfunction. The most likely cause was thought to be a disconnection between the pcb's in the board stack that resolved during the device disassembly and reassembly at impact. Device periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within spec.

Event description:
The impact 754 portable ventilator system was being prepared for use on a pt when it was reported that it would not build up enough pressure to deliver the required breath. The pt was manually ventilated as the ventilator could not be used to support the pt and was ever applied to the pt. It is assumed that the device was to be used during transport of the pt. It is not known how the transport continued (on manual ventilation or on another automated ventilator). The end user reported there was no serious injury to the pt as a result of the incident. We have submitted this as a serious injury event because manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.